Event description:
Distributor reported a pt that was seen post op with a significant skin reaction. A picture was provided of a red rash on a pt's abdomen.

Manufacturer narrative:
The MFR (cmpi) requested that the distributor of the device contact the user facility to get more info regarding this specific complaint (distributor requested that their customer would not be directly contacted by the manufacturer, cmpi). The product was not returned and no additional info was able to be obtained regarding this event. The batch record of the lot in question was reviewed by cmpi and nothing out of specification was found. It is believed that this particular pt was most likely sensitive to cyanoacrylate adhesives which is a known issue and is reflected in the device labeling.